Event description:
It was reported that during treatment there was silicone off-set on the liner, on patients skin and inside the wound bed. A new pico dressing was applied to the patient and there was no further impact due to this problem.

Manufacturer narrative:
H10. H3, h6: we have now concluded our investigation into this complaint. The device, intended for use in treatment, was returned for evaluation. However, the sample was received in conditions that did not allow an evaluation to be performed or confirm a relationship between the event and the device. The wound contact surface of pico dressings are coated with a gentle silicone adhesive layer that ensures non-traumatic removal at dressing changes. The silicone adhesive will feel sticky when compared to an acrylic adhesive and is specially designed to be very soft and gentle, but can soften further, particularly at higher temperatures. This is an inherent characteristic of all of the silicone adhesives and gives them their soft / gentle properties. It is therefore possible if the product has been stored at a high temperature, this could have contributed to the reported issue. A complaints history review was carried out using the part number provided, there have been no further complaints reported with this failure mode in the past three years. A review of the batch manufacturing records could not be performed as the lot number provided was not valid. However, there are no indications to suggest that the device did not meet specifications upon release into distribution. We have not been able to determine a definitive root cause. An ongoing internal project is being carried out into this failure mode, therefore no further actions are deemed necessary into this specific complaint. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.